Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to fluid loss and a hole in the cuff. The patient outcome was reported to be good.